Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 18.0 mmol/l. The customer stated that when they removed the battery, the pump beeped. The father stated that there were no keys responding. The customer reported an unexpected restart and external ram crc error from the insulin pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No unexpected restart or external ram crc error alarms were noted. All operating currents were within specification. The pump was received with intermittent bolus button response due to a flattened button dome switch. No damage in the keypad assembly was noted. No button error alarms were noted during testing. No unlocked lcd keypad connector noted during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.